Event description:
The customer does not know which clip applier was involved of the four returned to microline pentax. Two patients had to go back to the hospital because of leaking clips. No pt info was provided to microline pentax. This was originally reported as part of 1223422-2007-00004 with four different clip appliers.

Manufacturer narrative:
The unit was decontaminated and inspected. The unit was found to be in used condition with minor observations. There was some minor damage to the outer tube knob. The clip applier was still functional. The eye gap measurement was in factory specification. The clip applier was functional, therefore, the root cause of the complaint could not be determined. Several attempts have been made to obtain pt info associated with this complaint from the hospital by the regulatory coordinator with no results; this is why the pt info is blank. This was originally reported as part of 1223422-2007-00004 with four different clip appliers.